Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the hub and collar with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the hub and collar with the incident lot was observed. Further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause: a CAPA was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter safety device failed to function properly. This was observed before use as the safety device broke off when attached to hub. There was no report of injury, or medical intervention.